Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the device shocked them each time they turned it on, which started after a few falls. They did not use the device anymore and wanted the device removed. Their bowels were functioning well without the device.